Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since a pedicle screw was placed in the patient's spine in a different position than desired with brainlab navigation involved, although according to the surgeon (treating clinician): - the deviation of 1 of the 2 pedicle screws placed with the aid of navigation was detected by the surgeon before finalizing the surgery, and the screw was corrected to its intended position without the aid of navigation at the very same surgery. - the final outcome of the surgery was successful as intended, with all screw placements correct at the end of the surgery. - there was no direct (or increased) risk to harm a critical structure due to the deviating placements. There was no harm nor negative effect to the patient due to the deviating initial placements, also not due to surgery/anesthesia prolong of 30 minutes. - there were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause of the spine screw placed cranially from intended trajectory at left l3 by ca. 5 mm with the aid of navigation is: - relative movements of the spine anatomy during the surgery between the area the navigation reference array was fixated to (right iliac crest), and the vertebrae operated on due to an insufficiently rigid connection of the anatomy in between, and the forces applied to the bone during instrumentation. Imaging data provided by the hospital for this surgery show in a fusion between the pre-operative and intra-operative scans a movement of the patient anatomy at left l3 in relation to the defined region of interest (most caudal entire vertebral body). This indicates that movement of anatomy relative to placement of reference (further caudal than the region of interest) occurred at the vertebra containing the misplaced screw, left l3. Multi-level navigation - i.e. Operating on a different vertebra than the one the patient reference array for navigation is fixated to or operating across multiple vertebrae without remounting the patient reference and reregistering - especially if the connection in between the vertebrae is not rigid - results in relative movements of the vertebrae (actual anatomy) during the surgery that cannot be compensated by the navigation software displaying instrument positions on the registered pre-placement patient image scan. Apparently, the resulting deviation in the navigation was not detected by the user with the appropriate and necessary verification checks after registration (at the verification step) and/or prior to (or during) planning and performing invasive surgical actions. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
A minimally invasive surgery on the lumbar spine for a fusion of vertebrae l3-l4, with intended placement of 4 vertebra screws bilateral for fixation (at l3-l4), was performed with the aid of the display by the brainlab navigation software spine & trauma navigation 2.0.1. From an intra-operative c-arm scan, the surgeon discovered that of 1 of the 2 screws placed with the aid of navigation deviated from its intended position (at left l3, deviating by 5mm from the intended position). According to the surgeon (treating clinician): - the deviation of 1 of the 2 pedicle screws placed with the aid of navigation was detected by the surgeon before finalizing the surgery, and the screw was corrected to its intended position without the aid of navigation at the very same surgery. - the final outcome of the surgery was successful as intended, with all screw placements correct at the end of the surgery. - there was no direct (or increased) risk to harm a critical structure due to the deviating placements. There was no harm nor negative effect to the patient due to the deviating initial placements, also not due to surgery/anesthesia prolong of 30 minutes. - there were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either.